Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed pump supplies and successfully resumed insulin delivery.